Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the implant was detached from the inserter, but still attached to the device via the orthocord. The distal tip of the device which inserts into the implant cavity was found to be bent. A 100% in-process verification is performed at the manufacturing site for this device to ensure that the anchor is situated securely onto the inserter. Therefore, it is unlikely that this defect would have been released without being detected before final packaging. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. Therefore, given this information it is possible that the user dropped or mishandled the device on the distal tip of the inserter after opening the package causing it to deform. However, given the information provided we cannot discern a definitive root cause for the reported failure. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone call that during the repair operation of extensor tendon of finger, opened the packing (not used on the patient), noted the anchor was deformed. Another device was used to complete the surgery. There were no adverse consequences to the patient. The surgery time was not delayed. No additional information could be provided.